Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse verified the issue and repaired peek tubing end at pre-filter and installed new compression fitting. Fse verified pump pressure is normal at approximately 8.9 mpa and found small syringe leaking and installed new syringe. Customer installed a new column today and calibrated g8 analyzer. The customer calibrated and ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was peek tubing end pinched off.

Event description:
On (B)(6) 2015, a customer reported experiencing high pump pressure error 102 due to peek tubing end damage with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.